Event description:
It was reported to ventec that a patient circuit (pediatric, passive, heated, with oxygen) came apart near the passive valve when using heated humidity. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The reporter also advised that he could not provide the exact date in which the issue occurred, only that it occurred in (B)(6) 2023. No further details about the patient or the event were provided. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter.

Manufacturer narrative:
The broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined. Not returned to manufacturer.